Manufacturer narrative:
B3, g4, d4: UDI unknown. E1: phone: (B)(6). One device was received for evaluation. Visual inspection found the tamper seal missing, and no physical damage. A review of the event history log found multiple 'high-pressure' alarms. Functional testing was able to duplicate the reported problem. It was determined the dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an overpressure alarm. There was unknown patient involvement.